Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, the ventricular lead could not be completely inserted into the pulse generator. Although saline solution was flushed, the issue was not resolved. There were no adverse consequences to the patient due to the event. The device was not used, and a new device was implanted. The patient was stable.

Manufacturer narrative:
The reported field event of ventricular lead could not be fully inserted into the connector was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The device was tested on the bench and no anomalies were found.